Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's mother reported via phone call that her son had a blood glucose exceeding 460 mg/dl two nights ago. The patient treated with a manual insulin injection and his blood glucose dropped to between 38 mg/dl and 40 mg/dl within an hour. The patient treated for the low blood glucose. Troubleshooting did not occur since the patient was at school. The insulin pump was not returned for analysis.